Event description:
Neuronetics customer support received a call from a patient and later followed up with clarifying questions. Patient stated she completed 36 tms treatments (full course) from (B)(6) of 2022. She started feeling worse around treatment 10 - 12. She alleges her depression worsened causing anxiety and panic attacks which she did not have prior to tms treatment. Patient went to ER and urgent care for treatment of worsening symptoms after completion of a full course of tms. Originally stating suicidal ideation, patient corrected her original statement saying visits were related to worsening anxiety.

Manufacturer narrative:
Medical affairs contacted the patient for additional information. The patient provided the name of the tms practice where she was treated. The patient did not confirm the same details provided originally to customer support. She was asked if she had suicidal ideation and replied no. However she said she went to the ER because she "didn't trust her thinking and felt as though she couldn't control her own mind". The patient stated that she was concerned that the abilify was contributing to her anxiety and panic attacks and abruptly stopped taking the medication. The tms practice confirmed the patient's course of treatment from (B)(6) 2022 with follow up appointments on (B)(6) 2022. At her (B)(6) 2022 appointment, the patient's abilify dosage was increased from 5mg to 10mg po qam for depressive symptoms and refill provided. At the (B)(6) 2022 appointment, the nurse practitioner recommended the patient go to the ER to rule out serotonin syndrome or neuroleptic malignant syndrome (nms). The physician notes indicate that the ER ruled out the serotonin syndrome and nms; they reported the patient had an anxiety attack and prescribed ativan. At the patient's (B)(6) 2022 appointment, she was recommended to discontinue abilify due to increased anxiety however she had stopped on her own 5 days prior. It is recommended to taper abilify off over a period of several weeks to even months to avoid withdrawal reactions unless discontinuation is due to serious adverse events. Withdrawal symptoms of abilify may include agitation, alternating feelings of warmth and chill, anxiety, diaphoresis, dyskinesias, gi symptoms, insomnia, irritability, myalgia, paresthesia, psychosis, restlessness, rhinorrhea, tremor, vertigo. Some of the patient's symptoms are consistent with withdrawal symptoms. She was later prescribed zoloft, which has helped her depressive symptoms return to where she was before tms treatment. The results of the investigation are inconclusive as to whether the tms treatment contributed to the patient's reported symptoms.